Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
The patient was a part of a clinical study. It was reported that transient ischemic attack (tia) occurred. The patient previously underwent a left atrial appendage (laa) closure procedure, and a 20 mm watchman flx pro closure device was implanted. 136 days post index procedure, the patient presented with loss of vision in the right eye. The visual disturbance occurred twice during an emergency room encounter and resolved spontaneously. Computed tomography (CT) scan of the head performed the same day was negative for acute changes. The patient was admitted to the hospital in response to the event. The event was assessed as a tia with the suspected cause being carotid artery stenosis.

Event description:
The patient was a part of a clinical study. It was reported that transient ischemic attack (tia) occurred. The patient previously underwent a left atrial appendage (laa) closure procedure, and a 20 mm watchman flx pro closure device was implanted. 136 days post index procedure, the patient presented with loss of vision in the right eye. The visual disturbance occurred twice during an emergency room encounter and resolved spontaneously. Computed tomography (CT) scan of the head performed the same day was negative for acute changes. The patient was admitted to the hospital in response to the event. The event was assessed as a tia with the suspected cause being carotid artery stenosis.